Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they recently had evaluations with both my general dentist and an orthodontist, and they strongly advised that they discontinue treatment. According to both professionals, they are not a suitable candidate for byte due to severely thin gum tissue which has worsened greatly during treatment and bite issues that exceed the scope of what byte can safely or effectively address. They have now been referred to a periodontist for further care due to these ongoing issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.